Manufacturer narrative:
B5 has been updated to include information previously captured in 2182207-2021-01618 as it was determined that this information pertains to this report instead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was explanted in (B)(6) 2021 and  the ins was replaced with a non-rechargeable. No further complications were reported. Additional information was received from the rep. The rep stated that the device was explanted on (B)(6) 2021 due to the patient wanting one that was charge-free. The patient didn't wanted to recharge anymore and was having gastric bypass. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received from a patient on (B)(6) 2021 who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient (pt) said "none of this stuff will work". Pt further clarified that what they meant by this was that the pt was not able to connect to charge ins. Pt stated it "circles around and beeps and beeps" and then it connects and loses connection and starts beeping right away. Pt also reported that the charger can't connect with the handset. Pt stated hcp tried to connect to charge pt's ins and couldn't get it to connect either. Pt stated this was occurring when they have charger placed on bare skin and over underwear. Patient services (ps) walked the pt through charging the ins on the call. Pt reported on the call, that they were getting shocked by recharger at contact points on recharger. Pt stated they were charging directly on bare skin when this occurred. The recharger was searching for implant when this occurred. Pt also stated they could hear clicking sound coming from recharger at the time of this occurred on call. Ps recommended pt c harge over clothing. Pt confirmed once charging over clothing that charging was comfortable and pt was no longer feeling shocking sensation. Pt stated recharger connected with ins and pt was getting excellent connection on call, but then stated they lost connection. Pt repositioned recharger and again connected with ins with good connection, but then lost connection and confirmed recharger did not move from ins. Pt confirmed can feel implant when palpating implant site. Pt was charging while standing and leaning forward on counter. Pt confirmed connected recharger successfully with recharger app on call. Pt powered off recharger and exited recharger app on call. Pt repositioned recharger around perimeter of ins (in center and slightly down) and confirmed getting good connection at end of call. Pt inquired if it should be warm when recharging. Pt stated the warmth was "not too bad". Reviewed recharging considerations and reviewed how to change charging temp/speed. Pt stated ins battery was at 10%. Pt stated they will continue charging ins later now that they knew how to do it. Pt stated charging was a lot harder than they thought it would be. Reviewed recharging best practices and considerations. Pt stated they first tried to charge around the holidays and noticed it wasn't working then. Pt clarified this occurred around christmas time (confirmed month as (B)(6) 2020). The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient (B)(6) 2021. They reported that they had received a new recharger. They stated they were still having difficulties connecting the recharger to the implant. They were able to connect and charge for a small amount of time, but then it would go back to searching. They stated it came up with a red box that said something was wrong, but they could not remember the exact message on the screen. They attempted to connect but saw a 9766-error code. They reset the recharger and tried again and saw "recharger not found", they hit retry and was able to connect. They then saw a 3167-error code and it displayed to reset the recharger again. They reset the recharger again and saw 3167. They then attempted to search again but saw multiple 1707 error codes. They noted a shocking sensation while attempting to charge even though they had a layer of clothing in between them and the recharger. They tried charging with and without the belt. They were able to connect a couple of times, but it went back to searching after a couple of seconds. They rotated the recharger all the way around and tried every location, but they were still unable to maintain a charging connection. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the difficulties charging. Patient services suggested hcp invite a rep to come to the appointment too. Additional information was received from a manufacturer representative (rep) on january 11th. The rep reported that a troubleshooting appointment was scheduled for (B)(6) 2021. Additional information was received from a consumer via a manufacturer representative on (B)(6) 2021. It was reported that the patient had a zoom call with the rep and engineering. The rep checked the ins with the clinician app and found por (power on reset), because stim was off and the patient hadn't charged successfully since the first time (about 1 week post op). The error code 2019 was noted on the recharger app twice but was able to be cleared by a reset. The rep palpated the ins and could not feel any of the borders of the ins. The first attempted charging standing and would find ins and then lose it after e it after less than 30 seconds. Next, they attempted leaning over a table while the rep put some pressure on the recharger. This connected immediately to excellent and 10% charged. The recharger bullseye was right over the ins incision. They attempted sitting in a chair, which was not very successful, but leaning forward in the chair with some pressure provided excellent connection. Troubleshooting resolved the reported issue. Additional information was received from the rep on february 5th: the cause of the recharging difficulty was due to device placed too deep per patient request. To resolve the issue the patient can bend over table to recharge until they have weight loss surgery. Regarding the patient's shocking sensation while recharging, no specific location for the discomfort was provided. The rep clarified that there was no shocking sensation while patient was recharging. It was during stimulation. Device was not shocking patient when it was being recharged on (B)(6) 2021. No sensation was felt during recharging.